Manufacturer narrative:
(B)(4). Age at time of the event: 18 years or older. Device evaluated by MFR: the device returned consisted of a 6f long guidezilla guide extension catheter. The device was bloody. The hypotube, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (misshapen), kinks in the hypotube located 28 cm and 29.5 cm from the strain relief, shaft damage (pinches) located 1 cm and 5.5 cm from the tip, a small perforation in the distal shaft 17mm (from the tip) and additional shaft damage (abrasions) over a length of 74 mm (starting at the tip of the device). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context, as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30 march 2018. It was reported that there was a kink in the shaft of the device. A 6f guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention procedure. It was reported that the shaft of the device became kinked during the procedure, inside of the patient. Therefore it was removed, and the procedure was completed with another of the same device. No patient complications occurred. The patient's status after the procedure was good. However, device analysis revealed a perforation in the distal shaft.